Event description:
It was reported a revision surgery for poly replacement since patient was loose in flexion. When surgeon opened the knee, he found a piece of chipped poly on posterior side.

Manufacturer narrative:
The associated genesis ii ps high flexion insert was not returned for evaluation. A clinical investigation noted that no clinical relevant information has been provided to conduct a thorough analysis of the reported issue. A medical assessment cannot be rendered. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.